Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Not all the connectors of a (B)(6) system ii are engaged. There was no patient effect including no delay in the medical procedure. It's assumed the procedure was completed with suture(s).